Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the orange sleeve on the distal end of the monopolar curved scissors instrument was peeling off. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument tube extension pad printing was removed with the largest section removed measuring roughly .261 x .265 in size. There was other smaller section of pad printing removed. It was concluded that the damages to the instrument's pad printing were likely due to mishandling/misuse. An additional observation not reported by site was that the main tube exhibited hairline fissure at the distal end in the axial direction, located directly below the reinforcement ring. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pad printing found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.